Manufacturer narrative:
The investigation for access site bleeding has been completed. The impella device was not returned for evaluation. The root cause of the access site bleeding was determined to be patient condition because of the excess tissue contributing for the bleed. B.2 revised as selection was missing from the initial submission of manufacturer device report number 1220648-2023-04905. D.6a and d.6b revised from the initial submission of initial manufacturer device report number 1220648-2023-04905 in accordance with updated procedures. F.6 and f.8 dates were reported on manufacturer device report number 1220648-2023-04905 and should not have been. G.1 revised reporting contact fax number in accordance with updated procedures since the initial manufacturer device report number 1220648-2023-04905 was submitted. H.6 code 925 was added since the initial submission of manufacturer device report number 1220648-2023-04905 in accordance with updated procedures. H.10 additional manufacturer narrative instructions for use (ifus) were reported on the previously submitted manufacturer device report number 1220648-2023-04905 incorrectly. No ifus are needed to be reported for this report in accordance with updated procedures.

Event description:
The user facility reported a 27-year-old male with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. A hematoma was developed at the right axillary incision/pocket site post the impella 5.5 insertion. The device was tunneled, and the patient had excess tissue in that area. Systemic anticoagulants were stopped. Hemoglobin remained stable, not requiring transfusion and hematoma resolved.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿